Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left bundle branch area pacing (lbbap) exhibited inadequate morphology despite multiple attempts of lead re-positioning and the lead helix was inadvertently extended while tissues were removed. The lbbap lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unspecified capture issue was not confirmed while the reported event of helix damage was confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the helix was damaged. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix damage was due to procedural damage.